Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The facility's clinical nurse supervisor reported to baxter that when using hospira dial a flow attached to the duo-vent secondary set for administration of vancomycin, the y-sites of the clearlink duo-vent continu-flo solution set do not work unless a clearlink extension set is attached to it. It is unknown when this occurred. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.